Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Jet registry. It was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2014, the 70% stenosed, 12cm in length, de novo target lesion was located in the right superficial femoral artery (sfa) with a reference diameter of 6mm. The target lesion was treated with a jetstream navitus system residual stenosis was 40%. An angiography revealed sequential 70% lesions in the proximal segment. The right sfa lesion was crossed using a long 0.14 x 300 non- bsc guide wire. Jetstream atherectomy catheter was selected and multiple passes was performed followed by dilatation with a 6 x 120 mm non-bsc otw balloon to 8 am. There were excellent angiographic results; residual stenosis was 10%. The patient was discharged on aspirin and plavix. In (B)(6) 2015, 346 days post procedure the patient was admitted with a one week history of worsening claudication and rest pain in their right leg. Angiography revealed a chronic total occluded sfa in the mid segment. The patient underwent percutaneous intervention of right lower extremity. A non-bsc guidewire was advanced across the occluded right sfa lesion and placed in the popliteal artery. Pre-dilation was performed with a 5 x 150 non-bsc drug eluting balloon catheter to 10 atm in the mid to distal and proximal to mid sfa. A 6 x 150 non-bsc stent was implanted in the mid to distal sfa and a overlapping 6 x 80 non-bsc stent was implanted in the proximal to mid sfa. Post dilation was performed with a 5 x 200 non-bsc balloon catheter to 14 atm over the entire composite stent segment. Post pta and stenting angiography demonstrated a good result. The patient was discharged in aspirin and clopidogrel.